Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and resumed administering insulin. Despite resolving the initial issue, the customer reported experiencing frequent occlusion issues, which led to a pump replacement. The customer continued to use the pump for insulin therapy.